Event description:
It was reported that a flogard infusion pump experienced an f_38 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log identified the reported f_38 alarm. The cause of this event was determined to be that the force sensing resistors (fsr) were out of specification. To address this issue, the fsr's were replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.